Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v962478 implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v846962 implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported an elective replacement indicator (eri) was displayed last week. An end of service (eos)/end of life (eol) message was displayed on the day of this report. Three weeks prior to this report the patient had reprogramming done and they had gotten tenser and stiffer, but they were fine at the time of this report. A week prior to this report, the patient met with their healthcare professional (hcp) and that was when they first saw the eri message. The patient programmer was displaying 20-28 percent. When the hcp interrogated the implantable neurostimulator (ins), the battery was at 2.2v. The ins was programed to c+, 2- at 5v, a pulse width of 120, and a rate of 90. A longevity calculation estimated eri at 2.51 years and eos at 2.7 years. The right ins was at eos and the left ins showed 50 percent battery life remaining. Follow up with the patient¿s hcp indicated the battery depletion was premature. An explant or replacement was planned for early (B)(6) 2015. There had been no change in the patient¿s clinical status. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.